Event description:
The customer reported that during a routine check, before initiating therapy on a pt, the unit displayed an electrical failure code of 50 on power up. The pt was placed on another unit and therapy was initiated. No pt injury was reported.